Event description:
Info received indicates exposed wires on the ac power cord.

Manufacturer narrative:
While performing preventative maintenance on the birthing bed, the hill-rom tech discovered exposed wires near the ac plug. The tech reinstalled the loose exposed wire in the plug.